Manufacturer narrative:
The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. Damage was also observed on the terminal end of the lead consistent with explant procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16521. It was reported that patients lead fractured. As a result, both the leads were explanted and replaced addressing the issue.